Manufacturer narrative:
Pt was walked through the proper testing procedures. Pdc did not replace the product(s) due to the meter and test strips passing the control solution test.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 at 3:00am. Caller, pt's friend, stated that the pt wasn't feeling well and was experiencing various symptoms such as headaches, diarrhea, dizziness and fatigue. Pt was said to have tested her glucose level on the prodigy meter and received various readings between 265 and 314 mg/dl, even after taking insulin. Pt was concerned when her glucose reading was 189mg/dl at 2:00am and jumped to 289mg/dl shortly after. By 3:00am, pt's reading was said to be 254 mg/dl and she called the medics. The medic's meter read 152mg/dl at 3:30am. Pt was not provided treatment. Caller reported that pt does not wash hands prior to testing. Cc rep walked caller through cs test and result fell in range. Rep also gave caller/pt a walk-through of the correct testing procedure(s).